Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, it was discovered that the right ventricular (rv) lead had pacing inhibition with noise oversensing, on occasion. This rv lead was removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.